Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was seen by a manufacturer representative on the day of the report and was reprogrammed for 1.5 hours. After reprogramming the patient had programs 1 and 2. After the manufacturer representative left the room the patient decided to use their programmer and didn't see any program numbers coming up. The patient did not feel stimulation on their right side and could only feel the stimulation on their left side. The patient had been having issues with getting coverage in their right side since the implant and was told they may need a revision. The patient used their programmer and was not seeing any program numbers in either group a or b. The patient tried group b but the stimulation was not in the correct location. The patient was unable to access their programs. The manufacturer representative was going to follow-up with the patient. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the manufacturer representative reported that the patient's impedances were checked before and after the patient's revision surgery on (B)(6) 2015, and everything looked fine. The patient also had a lead revision done on (B)(6) 2015; the reason for the revision was that the patient needed more stimulation coverage on the left hand side. If additional information is received, a follow up report will be sent.